Event description:
It was reported that the hv lead impedance was low. After updating the hvli in clinic, the device reported normal impedance measurements. Lifetime impedances showed normal to high measurements. The patient will be monitored.

Manufacturer narrative:
All information provided by mnaufacturer, no medwatch form was received.